Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the customer wasn't feeling well, so they checked her blood glucose at 5:30 pm with the advantage system and it was 119 mg/dl. She passed out around the same time, so they called the paramedics and when the paramedics got there at 6:45 pm, her blood glucose was 36 mg/dl on their meter. The paramedics gave her an IV of something and checked her blood glucose again around 7 pm. Advantage result was 217 mg/dl and the paramedics meter read 150 mg/dl at the same time. Customer felt fine once paramedics left and required no further treatment. A request was made for the return of the meter and strips, replacement sent.